Event description:
The customer reported that following a diagnostic catheterization procedure on june 16, 1999, a size 3 vasoseal vhd collagen plug was deployed. The pt presented with an infection 72 hrs post procedure. The physician reported that the pt's temperature was greater than 104 degrees. Surgical intervention was required. The pt was sent home with a drain in place at the right groin puncture site, and no further complications were reported.